Event description:
It was reported that this right ventricular (rv) lead was unable to capture pacing at elevated outputs. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.